Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 337 mg/dl at the time of the incident. The customer changed their infusion set when their blood glucose was 120 mg/dl and later rose to 200 mg/dl. The customer reported feeling symptoms of nausea. The customer treated with 2 units of insulin. The customer stated that they would change their infusion set. The product is not being returned.